Manufacturer narrative:
No evaluation possible. The device was accidently discarded by hospital staff and couldn't be recovered.

Event description:
Locking mechanism of plate broke off when surgeon was locking down with driver. The damaged plate was removed from patient and another plate installed. There was no delay in surgical procedure.